Manufacturer narrative:
Based on the information provided on (B)(6) 2017 that reported the patient was removed from activ.a.c.¿ ion progress¿ remote therapy monitoring allegedly due to a wound infection which required re-admission to the hospital, kci could not determine that the alleged event was related to activ.a.c.¿ therapy. As of 22-feb-2017, kci had no information to exclude the event was related to activ.a.c.¿ therapy. No additional information had been obtained; therefore, kci is reporting this event as it was unknown if activ.a.c.¿ therapy caused or contributed to the alleged infection and re-admission. The patient clinical progress report dated 15-feb-2017 also noted that activ.a.c.¿ therapy was discontinued on (B)(6) 2017. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area; untreated or inadequately treated infection; inadequate hemostasis of the incision; cellulitis of the incision area.

Event description:
The following information was reported to kci by the patient: the patient reported activ.a.c.¿ ion progress¿ remote therapy monitoring was removed on (B)(6) 2017 allegedly due to a wound infection. The patient will be readmitted to the hospital. No additional information is available. Per review of kci records, activ.a.c.¿ therapy was placed on hold on (B)(6) 2017. On (B)(6) 2017, the patient reported that he had been discharged from the hospital, and the physician observed the wound. The physician noted that he would like activ.a.c.¿ therapy to resume on (B)(6) 2017. Per the patient clinical progress report, activ.a.c.¿ therapy was not reinitiated on (B)(6) 2017. On 16-dec-2016, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On 04-apr-2017, the device was tested per quality control procedure by kci field service and the unit passed the quality control checks and met specifications.